Event description:
It was reported that a patient underwent a procedure on the carotid artery on (B)(6) 2012 and suture was used. The patient required a re-operation one and a half hours later for suture breakage. The surgeon completed the procedure with a same like device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for knot pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01200. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the double swaged suture was placed in the carotid bifurcation with a classical overlock stitch. After the patient woke up from anesthesia, when the tube was being removed, the tension rose and the suture ruptured. The suture broke in the middle, at the first knot. The surgical intervention performed was a carotid arterectomy with technical ease and clamping for eight minutes. The patient was sent to the intensive care unit and had a lot of difficulty waking up. The patient developed paralysis and a consciousness disorder. The patient was hospitalized for three weeks and then was transferred to another hospital. The patient died because of serious deterioration of health.